Event description:
According to the report, following an inguinal hernia procedure, the patient felt pain almost daily. On the left part, the patient has had sensitivity loss. Following the pain, the patient had ultrasounds, MRI scans, and saw rheumatologists and doctors. The pain has affected the patient¿s relationships, work, and daily life.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.